Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock and inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of atrial fibrillation (af). Programming changes were performed to resolve the issue. The patient condition was stable.